Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to a chronic total occlusion (cto) procedure. Reportedly, the proglide device was not flushed prior to the procedure. Once placed, backflow could not be achieved from the proglide flow port (marker lumen). Another proglide sutures were successfully placed using the preclose technique. The sheath was upsized to 8fr and the cto procedure was completed. Hemostasis was achieved using the pre-placed sutures from the proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The marker lumen blockage could not be confirmed as the marker lumen was successfully flushed during returned device analysis. The reported difficulty and treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue.